Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a displayable history check failed on startup alarm and a test failure alarm. The customer stated the alarms did not occur during the rewind/prime sequence. Customer reported their insulin pump had passed a selftest during troubleshooting. The customer also reported receiving a low battery alert and a battery out limit alarm. The customer was advised the battery out limit alarm may be caused by a loose battery cap. Customer stated their battery compartment was not damaged or corroded. The customer's blood glucose was unknown. Customer was advised to monitor their insulin pump. No additional information provided.